Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. System check with tandem technical support could not be completed as the customer declined to complete the check. Customer resumed insulin delivery. Customer's blood glucose ranged from 250 to greater than 400 mg/dl at the time of events.